Event description:
It was reported that the customer had a no delivery alarm. Customer's blood glucose level was 238 mg/dl. Customer reported that the alarm was resolved by a complete set change. Customer does not want to return the set or reservoir for analysis. Customer will resolve the issue the issue by inserting another infusion set in a different area. Customer was informed that he can use the same reservoir with the new infusion set. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.